Manufacturer narrative:
On march 01, 2022, an evaluation was completed for the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted at a junction of the valve system. A microscopic examination was performed and the cause of the deflation could not be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube style provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube style is removed to prevent damage to the valve assembly. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation surgery with implantation of a 350cc mentor siltex round moderate profile saline prosthesis. Post-operatively, the patient had a physical exam, mammogram, and ultrasound performed. She was subsequently diagnosed with a deflated left breast prosthesis. As a results, the patient underwent removal and replacement on (B)(6) 2022.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation surgery with implantation of a 350cc mentor siltex round moderate profile saline prosthesis. Post-operatively, the patient had a physical exam, mammogram, and ultrasound performed. She was subsequently diagnosed with a deflated left breast prosthesis. As a results, the patient underwent removal and replacement on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. Although, the lot number of the product received did not match the lot number initially reported. Clarification was received on (B)(6) 2022. The following information was received which matched the returned device. Lot number: 5745732 serial number: (B)(6) date of implantation: (B)(6) 2008 the analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed on the updated lot, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On (B)(6) 2022, mentor became aware that data was inadvertently not reported. The lot number that was originally reported to mentor should have been included in the initial report as 210577. Manufacturer¿s reference number: (B)(4) the lot number that was originally reported to mentor should have been included in the initial report as d4. Lot 210577.